Event description:
The patient reportedly experienced intermittencies followed by a loss of lock with his device. External equipment was exchanged. However, the reported problem was not resolved. A company rep met with the patient to perform device eval. Testing performed showed that the device was not functioning to specification. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.